Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece got hot during eval. Handpiece failed specs due to cap damage. Cap came in contact with rotor. Took cap off to inspect and cap pieces all fell out of cap threads. Inspected turbine and no fault found.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.